Manufacturer narrative:
There is a likely temporal relationship between ccpd therapy on the unknown liberty cycler and the patient¿s adverse event(s) of pulmonary edema which warranted hospitalization. The etiology of the patient¿s event(s) pulmonary edema is unknown. Additionally, the unknown liberty cycler was not returned for product investigation. However, due to a known software issue with the m65 scale alarm a possible causal relationship cannot be ruled out. The alleged event is not confirmed. The device was not returned to the manufacturing plant. A device history review could not be performed since the serial number of the alleged device is unknown.

Event description:
Received medwatch (mw5076776) from FDA reporting a peritoneal dialysis patient stating being hospitalized (exact dates unknown) for pulmonary edema after the liberty cycler gave the patient ¿all the bags¿ (details unknown). Additionally, the patient indicated making a transition to in-center hemodialysis (hd), however did not elaborate as to the rational for the transition. The patient stated the liberty cycler was ¿returned,¿ however it has not been received by the manufacture at the time of this investigation.